Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic colectomy procedure, the device was unable to fire. Since the anastomosis was being performed outside the patient's body, the operation was continued by manual suturing without using a suturing device.